Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reasons for revision provided are rising cobalt levels and pain.

Event description:
After review of medical records, the patient was revised to address infection and inflammatory reaction due to prosthesis. It was also reported of soreness and initial increase of metal ions. Operative note reported partly atrophic and scarring in the gluteus maximus and had poor representation. Trochanteric regions had bursitis . There is also evidence of a periprosthetic citrine complexion but sampling, negative synovasure test. There is no lab result provided for the alleged elevated metal ions. No product code and lot number provided.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.